Manufacturer narrative:
H3: device evaluation - lens was returned in specimen cup dry. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specification. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and uncorrected astigmatism. Lens was explanted and replaced with a different diopter lens. Problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Manufacturer narrative:
Claim# (B)(4).